Event description:
Atrial undersensing noted on the episodes recorded. The arrhythmia's do not terminate. Atrial lead positon check failed on (B)(6) 2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).